Manufacturer narrative:
Additional information regarding the event has been requested, but not yet received.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device "broke off". It was noted that an adverse event occurred, however details of the event were not provided.

Manufacturer narrative:
A box of jelco® hypodermic needle-pro® devices was returned for investigation. Visual inspection did not reveal any defects or anomalies. No breakage or bent components were observed. Functional testing was performed and there was no leakage or separation or breakage of the components. The complaint was not confirmed and no root cause was identified.

Event description:
It was additionally reported that the device was in use for joint injections in the knee with the drug orthovisc. The plastic part at the base of the needle broke causing the needle to stay in the patient's knee. The needle was able to be removed without harm.